Manufacturer narrative:
The tech found the right side rail latch screw was missing. The tech replaced the right side rail latch screw and nut to resolve the issue.

Event description:
The tech alleged that the right side rail would not latch. No pt impact.